Event description:
The customer reported that following a laparotomy procedure, they noticed the patient's skin was red upon removal of the return electrode. Blisters became visible a few hours after the surgery. The pad had been placed on the patient's thigh. The area was treated with argosulfan cream.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(4) 2015. The incident grounding pad was not returned to covidien for evaluation. Unused samples were evaluated and found to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.